Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is failing co2 calibration. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to maintenance. The co2 recalibration was done with gas cal 1 cylinders for tcpc02, 6/bx and the issue was resolved. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the co2 calibration failed. There was no reported patient involvement.